Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message during testing. The platform was restarted multiple times; however, the error message could not be cleared. No patient involved with this event. No other information was provided.

Manufacturer narrative:
The customer's reported complaint of the platform displaying user advisory user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review but could not be reproduced during functional testing indicating that the user was able to clear the error message. User advisories are designed into the platform when one of several conditions is detected. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any faults or errors of ua41. However; the temperature sensor and power distribution board (pdb) were replaced to avoid the re-occurrence of ua41. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed all the testing and meets all required specifications. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 41 (patient temperature sensor failure) messages were observed on the reported event date, thus confirming the customer's reported complaint. A visual inspection of the returned autopulse platform was performed and found the short black cover was damaged. The autopulse platform is a reusable device and was manufactured on 06/14/2013. Therefore, this types of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).